Event description:
Note: this report pertains to one of two nephromax balloon catheter used during the same procedure. Manufacturer report# 3005099803-2017-00388 pertains to the first device, and manufacturer report# 3005099803-2017-00389 pertains to the second device. It was reported to boston scientific corporation that a nephromax balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure preformed on (B)(6), 2017. According to the complainant, during the procedure, the balloon burst when it was inflated at 18atm. No pieces were detached from the balloon. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.